Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have melting and/or breakage of the teflon pad along its entire length. A piece approximately 10.5mm x 1.75 mm was found to be broken off, confirming that a fragment detached from the instrument. Separated piece(s) was not returned. The complaint regarding part of the harmonic tip melted and separated was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument white plastic part melted and shrunk, and the plastic began to separate. The customer reported event had no report of patient injury.